Manufacturer narrative:
(B)(4). One verse tab breaker body was received by the customer quality unit for evaluation. Visual examination at the macroscopic level reveals that the fracture was at the weld interface between the tip and the leaf spring. Noted damage suggests that the fracture may have happened by placing an unexpectedly high amount of force on the leaf spring ultimately resulting in a fracture. The device history record review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the device¿s leaf spring fracturing cannot be positively determined. However, noted damage suggests that the fracture may have happened by placing an unexpectedly high amount of force on the leaf spring ultimately resulting in a fracture. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the pf surgery for sacrum fracture was performed by using the expedium verse system. During the surgery, at the time of tab breaking, the tip of the reported device (299704310, lot#: unk) got broken and fell from the patient¿s body. No broken pieces were found left in the patient body under the x-ray. The surgery was successfully completed with no delay, and there was no adverse consequence to the patient.